Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 200ml of cleaning agent (clenz) onto the counter. The customer was wearing a lab coat, eye wear, and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) confirmed that the leak was from the disconnected tubing at the pinch valve (pv) 30. The fse reconnected the tubing and resolved the leak. The fse found that the leak had damaged the cable connector, which made the instrument inoperable. The fse performed a preventive maintenance and resolved all instrument issues per established procedures. The fse verified the service activity performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).